Event description:
Reporter initially noted increase in vacuum after occlusion break, with frequent capsular breaks while in I/a cap vac mode. Additional info received in 2003 identified six pts. Pt 3 to 6: indicated no intervention necessary; recovered.